Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 lead implanted: 2007-(B)(6); 6935m62 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular lead had high threshold and the patient had diaphragmatic stimulation. The lead was noted to have been programmed off. The lead was capped and replaced. No further patient complications have been reported as a result of this event.